Event description:
During insertion, the dr. Had the nurse pull back slightly on the catheter and it broke and embolized to the pt's heart. X-ray's were completed and it showed the catheter in the right atrium.